Event description:
The customer stated that she was hospitalized for low blood glucose levels. The customer also stated that she was treated twice last week, by the local fire department. The customer stated that her doctor checked the insulin pump, and it was programmed correctly. The customer declined further troubleshooting, and asked to have the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.